Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was leak was visually observed at the connection of the crit-line blood chamber and the dialyzer. The crit-line blood chamber was tightened as soon as the leak was visible. Tightening did not resolve the leak, and the crit-line was replaced with a different lot number of the same product. Estimated blood loss was less than 5 ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. The sample has been discarded. The facility was unable tp provide pt info.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will filed upon completion of the investigation.